Manufacturer narrative:
MFR's eval: analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-08284. The pt received the scs system on (B)(6) 2010. It was reported that the lead migrated. During the lead replacement procedure, the lead anchor was found unlocked. The leads and anchors were removed and replaced by new devices.